Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cobra fusion was not reported or able to be subsequently ascertained. The complaint could not be confirmed. There was no report of any device malfunction. This was a procedural complication.

Event description:
It was reported on (B)(6) 2019 that a patient underwent an on-pump coronary artery bypass graft surgery with box lesion set and left atrial appendage (laa) management procedure. The patient was fully heparinized. Prior to procedure, transesophageal echocardiography confirmed that there was no clot in laa. The surgeon used the cobra fusion 150 device to open the transverse and oblique sinuses. The surgeon completed the first ablation cycle from left pulmonary veins through oblique sinus toward the right pulmonary veins. For the second set of ablations, the frame was shifted from the oblique toward the right pulmonary veins toward the roof line through the transverse sinus. The surgeon completed the first cycle-bipolar then switched to monopolar and completed set of ablations. An atriclip ach240 was then used for left laa management and followed with the coronary artery bypass grafting procedure. Post-procedure, during recovery, it was noted that the patient was paralytic on his left side. A computed tomography scan (cat) scan confirmed an embolic stroke and the patient was placed on a stroke activation treatment protocol. Patient has been discharged but discharge date is unknown; patient is undergoing rehabilitation therapy for some residual effects of weakness on his left side but is expected to fully recover. There was no report of any device malfunction or procedure complication. This was a procedural complication.